Event description:
User medwatch report received states: "retained pre-close device in right cfa requiring surgical removal and repair. The right femoral artery was accessed. And a 7-french sheath was introduced in the femoral artery. We then used the "preclose" technique and positioned an undeployed perclo sutures in that common femoral artery at the 10 o'clock position. However that device could not be removed. We tried multiple maneuvers including ballooning around the perclose needle, but the perclose device would not budge. We called for vascular surgery to remove the device with a cutdown approach. The perclose device metal portion was identified to be loose and stuck within the scar tissue which was then removed. The plastic portion of the perclose device was still intraluminal. The fogarty catheter was then used to hold the plastic piece with the balloon and gentle traction back towards the arteriotomy revealed the plastic portion was removed in its entirety. Pulsatile flow was present. Bovine pericardial was brought onto the surgical field. The patch was then fashioned to the arteriotomy. A 6-0 prolene suture was used to start at both apices and meeting in the middle on each side closing the arteriotomy. FDA safety report ID# (B)(4)."

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user medwatch report # mw5108661.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (IFU), as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.